Event description:
The pt was administered prophylactic antibiotics ip (vanomycin and gentzmicin). The hosp believes that the pt must be deliberately breaking the transfer set. The staff attempted to break the transfer set with no success.

Event description:
Baxter reported that the plastic mechanism underneath the twist clamp on a transfer miniset is broken. There is no patient injury or medical intervention according to the international affiliate.